Event description:
In 2014 (day/month unk),the device was placed in the precordial region under the subclavian, approached from the right internal jugular vein. On (B)(6) 2014, the catheter got detached from the port outlet. Only the locking-sleeve was left attached to the port outlet. The detached catheter was retrieved with a 6fr snare device and wire which were inserted from the femoral vein. There have been no adverse effects to the patient reported.

Manufacturer narrative:
(B)(4). One used ip-s5118-n petite polysulfone vital port was returned along with a catheter lock and length (approx 30cm) of catheter. The components were not assembles upon receipt. A dimensional verification was performed on the catheter and vital port outlet tube, and all dimensions fell within cvi's acceptance criteria. A visual inspection of the ends of the catheter was performed under magnification. No signs of bruising, indicative of a catheter that has been properly advanced over the bump of the port body's outlet tube, was observed. A small nick was observed approx 1 cm from one of the ends of the catheter (it is unk which end of the catheter was proximal to the port body). The edges of the nick did not exhibit signs of wear. Visual inspection confirmed that the suture holes had been used. Because the device's lot number was not provided, a review of manufacturing records could not be performed. No nonconformities were found during the investigation of the returned device. Due to the lack of bruising observed at the ends of the catheter, it appears that this catheter was not properly advanced over the outlet tube of the vital port. Additionally, the disconnect was reported to occur within a month of implantation. There are no signs of chronic wear on the catheter. The cause of the nick in the catheter is unk; leakage was not reported as part of the complaint. The customer is encouraged to review the catheter connection instructions in the IFU to ensure a secure connection.